Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator mid-urethral sling system was used during a sling procedure. According to the complainant, during the procedure when the mesh sleeve was removed from the device, the patient began bleeding extensively inside the incision in the obturator space. The side that this occurred on is unknown and the exact quantity of blood loss is unknown. The physician applied flow seal and sutures on the vessel that was bleeding and the patient was kept overnight for observation. It was reported that the patient did not require a blood transfusion. The physician completed the procedure with this obtryx halo sling system. There were no other patient complications and the patient was reported to be "stable" post procedure. The patient's current condition is reported to be "fine."